Manufacturer narrative:
One 2477-0007 product from lot 21035333 was received without packaging for investigation (appendix 1). The sample had residual 0.9% saline solution present in the line. The feedback provided by the customer indicates saline solution was leaking from the "port." A visual inspection of the returned sample revealed the smartsite component to be oval in shape (appendix 2). Furthermore, by gently squeezing the baxter 0.9% nacl fluid bag to initiate flow through the set, saline solution was then seen to be leaking through the smartsite component (appendix 3). The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21035333 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit); a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that the bd alaris pump module smartsite blood infusion set leaked. The following information was provided by the initial reporter: port leaking fluid when administrating